Event description:
An attempt was made to use an amphirion deep pta balloon catheter to pre-dilate a diffuse lesion in a diabetic foot. The device was inspected before use and negative prep was performed with no abnormalities noted. The device reached the lesion without resistance but the balloon could not be dilated. Several attempts were made. The device was removed and a balloon rupture was identified. No patient complications were reported. Evaluation summary: device looks used. Balloon burst identified. Guidewire lumen was flushed by connecting a syringe filled with water to the device hub. No leaks were identified. A 0.014 guidewire was inserted in the hub of the catheter and no friction was detected.

Manufacturer narrative:
Evaluation, results and conclusions: patient's condition affected effectiveness of device (diffuse lesion in a diabetic foot). (B)(4).